Event description:
Ez-io was attempted in right distal tibia. The catheter did not flush properly. Rn attempted to remove the io. Removal of the io was unsuccessful after several attempts. On (B)(6) 2014 attempts made by physician and aprn to remove the I/o catheter at the bedside. The needle eventually broke off flush with the bone. It was then decided to leave the remaining need in the bone and close the incision. MFR ref: 3004526033-2014-00010.